Event description:
It was reported that a device embolization and vessel occlusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Two adjustments of the closure device were performed during the procedure with the positioning being more proximal each time. The third deployment of the closure device met release criteria with the shape appearing to be a 25 to 30 percent compressed device, however, the size was 30 to 38 percent compressed by measurement ratios. The physicians determined that although the compression numbers were higher than 30 percent compression, the positive tug test and visual shape on fluoroscopy with no leak met adequate release criteria to proceed with release of the closure device. Following the implant of the closure device, the patient was sent to recovery and discharged later the same day. Two days post procedure, the patient experienced chest tightness and discomfort while working in their garage at home. The patient reported to the emergency room, and it was noted that the closure device embolized to the descending aorta, lodging proximal to the renal arteries. The closure device was percutaneously snared from the descending aorta. The patient recovered and was stable. The patient required dialysis, which started four days post procedure. No further patient complications were reported.

Event description:
It was reported that a device embolization and vessel occlusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Two adjustments of the closure device were performed during the procedure with the positioning being more proximal each time. The third deployment of the closure device met release criteria with the shape appearing to be a 25 to 30 percent compressed device, however, the size was 30 to 38 percent compressed by measurement ratios. The physicians determined that although the compression numbers were higher than 30 percent compression, the positive tug test and visual shape on fluoroscopy with no leak met adequate release criteria to proceed with release of the closure device. Following the implant of the closure device, the patient was sent to recovery and discharged later the same day. Two days post procedure, the patient experienced chest tightness and discomfort while working in their garage at home. The patient reported to the emergency room, and it was noted that the closure device embolized to the descending aorta, lodging proximal to the renal arteries. The closure device was percutaneously snared from the descending aorta. The patient recovered and was stable. The patient required dialysis, which started four days post procedure. No further patient complications were reported. It was further reported that the patient felt weakness and shortness of breath in addition to the previously reported symptoms. Computed tomography (CT) was performed, and the closure device was seen in the abdominal aorta.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative received in medwatch mw5152079. H6: patient codes, impact codes - updated based on information received in medwatch mw5152079. Media review: procedural transesophageal echocardiography (tee), fluoroscopy, and computed tomography (CT) were provided for review and were reviewed by a boston scientific (bsc) medical safety director. The procedural tee showed distal compression of the closure device potentially affecting the effectiveness of the anchors. The position of the closure device was also proximal in some views, exceeding a shoulder of 1/3. Abdominal CT showed an embolized closure device in the abdominal aorta proximal to the departure of the renal arteries. While it was difficult to determine the cause of the embolization, the described factors may have contributed to this event. The reported event of device embolization was confirmed.